Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the shaft to be fractured at the mark closest to the base of the shaft. The base of the shaft is bent. Discoloration, nicks, and scratches are sporadically present on the surface of the instrument. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for the investigation at this time as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a depth gauge was broken during a hip procedure. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.